Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. Functional and defibrillation testing using a known-good test battery showed no discrepancies. Review of the device logs identified a charging error during the first of seven shocks, consistent with a low battery; however, the device subsequently delivered all remaining shocks successfully. No batteries were returned as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.